Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Thanks for the opportunity to participate on your product improvement, my first experience with our product succeeded approximately 70%, the molded fixture didn't shape as should, it's been loose on the front more than on the back side of the shape, been this product developed to guard the bite on the entire night, the shape material possibility must go taller till very close of the gingival, the bottom part finished with a sharpe edge of 90 degrees or so; and may be more wide than needed to be able to shape correctly, with a finishing under a little pressure, would be perfect if your product could make a close fit able to stay all night on place. Other comment that I would like to make is that the base came loose and fell apart (separating from the fixture) on the second day that I experimented with the fixture.